Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper case lens was cracked, that the device would not interrogate and failed its uplink test. When the cable was replaced with a known, good cable the device interrogated and passed functional testing. The device was to be sent on for repair and restock. (B)(4).

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufactu rer's analysis. There was no patient involvement.